Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they knew of another patient who was implanted with an ins that developed an infection and had to have the device removed as a result. The patient did not know or would not provide the name of the other patient, event date or other required details.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that they didn't receive physician listings. It was noted that the patient has partial blindness unrelated to the device.